Manufacturer narrative:
It was reported that there was a proximal pressure sensor error. The remote service engineer (rse) advised the customer to align the data acquisition (da) printed circuit board assembly (pcba) with solenoids of the flow sensor. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a proximal pressure sensor error. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a proximal pressure sensor error. The remote service engineer (rse) advised the customer to align the data acquisition (da) printed circuit board assembly (pcba) with solenoids of the flow sensor. The investigation is ongoing.